Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a post implant procedure follow up x-ray imaging was performed that confirmed left ventricle lead dislodgement. It was suspected that the patient's morphology was the cause of the dislodgment. Surgical intervention occurred to correct the positioning of this lead. The lead was successfully positioned, and the procedure was complete. No further adverse patient effects have been reported. This lead is still implanted and currently in service. Given this information, this event is concluded. Should additional information become available, a follow up report will be submitted.